Event description:
Philips received a complaint on the als device indicating that shock button on the paddles is non-functional. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which the customer was requesting a patient connector assembly. The patient connector was sent to the customer for their installation. The rse provided a quote for diagnostic service, however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time.